Manufacturer narrative:
H.6 investigation summary: a complaint of "door will not stay open (door fall)" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. Spring nitrogen gas was replaced to resolve the issue. Instrument was functioning without errors and released to the customer for regular operation. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaint for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : se h.10.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the door to the device will not remain open. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd quality has reviewed the complaint, service activities, and adverse event question. The results of this evaluation have not identified any new hazards, new risks, or specific trends. DHR review is not required as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the door to the device will not remain open. No health impact or consequence reported.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument the door to the device will not remain open. No health impact or consequence reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g5. PMA / 510(k)#: k111860 and k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.